Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0de6b, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that there was an infection. Manufacturing representative had attended an emergency case on the morning of friday (B)(6) 2014. The lead was left in place but the extension and the implantable neurostimulator (ins) were explanted. It was further noted that in order to preserve the lead tail, the extension was cut in order to leave the extension connection to preserve the lead. The reason for the explant was the infection. It was noted that it was a pretty simple procedure. Additional information requested but had not been received as of the date of this report.